Event description:
The customer contact reported a separation. The tubing set was connected to an unspecified intrathecal catheter and was being used to deliver unspecified volumes of marcaine 2.5mg/ml, morphine 1.0mg/ml, and clonidine 10mcg/ml via a gemstar pump. It was reported the pump was programmed to deliver at a rate of 0.4 ml/hr with a bolus dose of 0.3ml/hr. No further programming parameters were provided. After 24 hours in use, it was reported that the tubing separated from the male luer adapter. The nurse was reportedly instructed by the pain management nurse to clean the end of the tubing and the male luer adapter with chlorhexidine alcohol and to reconnect the two components. The two components were cleaned and reconnected and the therapy was resumed. The tubing set was replaced two days later as part of the facility's protocol for tubing set changes. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. (B)(4).